Manufacturer narrative:
Manufacturer comments: baxter initially received the event on (B)(6) 2004 and follow up info was received on (B)(6) 2004. Based on the info at that time, there was no reasonable association of the event with the floseal product. Therefore, the event was categorized as non-reportable. On (B)(6) 2004 (B)(6),, assessed the case as follows: 'the postoperative bleeding is not related to the use of floseal and thus non-reportable. Floseal hemostatic matrix is a high-end hemostat, with no sealing properties. Hemostats halt bleeding, while sealants prevent postoperative bleeding. In other words, floseal is able to control intraoperative bleeding, but has no impact in preventing postoperative occuring hemorrhage. Thus, this product is not adequate, when the surgeon is trying to prevent events occuring after surgical closure. Thus, the postoperative bleeding is not related to the application of floseal, since this product is not capable to prevent this type of complication. From the customer/reporter interaction perspective, this specific account needs to be retrained on the product properties of floseal. On (B)(6) 2004, while undergoing a FDA gmp audit at the baxter (B)(4) facility where floseal is manufactured, it was the FDA auditor's opinion that this event should be reported as a 30 day MDR. Therefore, baxter is submitting this event as a 30 day MDR.

Event description:
This is one out of two spontaneous case reports received by baxter (B)(4) ((B)(4)) from a hospital urologist via a sales representative. The baxter MFR number of the other case is (B)(4). This case refers to a (B)(6) female pt ((B)(6)), who underwent a partial nephrectomy (right) on (B)(6) 2004 (at noon). She received floseal (dosage unk, application site: right lower pole of kidney). Postoperatively the pt developed bleeding which was treated "conservatively". No prolonged hospitalization was necessary. On (B)(6) 2004 the pt developed a severe hemoglobin decrease from 10.3 g/dl to 2.9 g/dl with subileus symptomatic. A CT-scan of the abdomen revealed a retroperitoneal hematoma. Replacement therapy with 4 erythrocyte concentrates was initiated, thus hemoglobin increased to 11 g/dl. The pt's wound was reopened and she received secondary treatment (not specified). The pt completely recovered by (B)(6) 2004.